Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 63-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient developed positive blood cultures. All central lines were removed. The impella and a pacemaker were left in and the blood cultures remained positive. The decision was made to remove the impella and the pacer leads. No visible concern for infection noted in the pocket or the device. No vegetation seen on transesophageal echocardiogram (tee). The field representative responded that antibiotics were given the infection was cleared. Fifty-four days after support, the device was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 3.6l/min as intended. Risk of infection often correlates with the patient's underlying critical clinical condition, duration of mechanical support, other potential sources including peripherally inserted catheter lines, multiple mechanical support devices, or the device itself.

Manufacturer narrative:
A4: weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 63-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient developed positive blood cultures. All central lines were removed. The impella and a pacemaker were left in and the blood cultures remained positive. The decision was made to remove the impella and the pacer leads. No visible concern for infection noted in the pocket or the device. No vegetation seen on transesophageal echocardiogram (tee). Fifty-four days after support, the device was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 3.6l/min as intended. Risk of infection often correlates with the patient's underlying critical clinical condition, duration of mechanical support, other potential sources including peripherally inserted catheter lines, multiple mechanical support devices, or the device itself.